Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Prior to troubleshooting with tandem technical support, the customer changed the cartridge to address the issue. A syringe needle change was performed resolving the issue. Additionally, it was reported that the cartridge did not fit securely onto the pump. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 104 mg/dl.